Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) balloon procedure to reduce the rate of leakage when standing. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the prb was revised with another size due to the patient being dry.